Manufacturer narrative:
Communication/interviews: a getinge representative performed a follow up call to the customer. The customer stated that communication was exchanged with the getinge field service engineer (fse) for assistance. The customer stated that the iabp helium reading is at 1/2 full when initially it was reported to be 1/4 full. The customer will continue to monitor the iabp unit and the helium level. Testing of actual/suspected device: a getinge fse was dispatched to investigate. The fse evaluated the iabp unit and observed that the helium gauges read about half full for the helium tank. The fse found no leaks and the unit passed the leak test. The fse recalibrated the helium transducer and the gauges then observed that the gauges read full on the helium tank. The fse performed a complete system checkout and safety check. The unit passed all test and calibrations and is now ready for clinical use. A supplemental report will be submitted upon completion of our investigation. (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a leaking problem which was reported to be an ongoing issue. The customer reported that the helium tank had just been changed and the intra-aortic balloon (iab) was placed on the patient in the cath lab. The iabp unit helium tank reading started out full, and in 15 minutes the reading was down to one quarter (1/4). There were no alarms generated, the single gasket had been placed between tank and regulator, and the helium tank was fully opened. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
The getinge field service engineer (fse) who evaluated and repair the iabp clarified that when the iabp was inspected the helium tank was not empty, the transducer was reading incorrectly. To address the issue the fse calibrated the transducer and tank showed full.